Manufacturer narrative:
The impella device was not returned for evaluation. Upon completion of the investigation a supplemental report will be submitted. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 54-year-old female patient with an impella cp needing mechanical circulatory support. It was reported that the pump experienced suction which caused decreased flows. The blood pressure fell drastically as both ventricles collapsed around the impella cp. Volume did not help and extracorporeal membrane oxygenation (ECMO) was inserted. The intra-aortic balloon pump (iabp) was removed. The impella was used as a vent as the patient was weaned off bypass slowly with suction.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-07287 was provided in sections b1, b2, b5, h1, and h6.

Event description:
It was reported that the patient's family decided to withdraw care and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.